Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient was transferred from on hospital to another for ligament stabilisation at the elbow. During the procedure the patient was treated with two pushlock biocomposite 3,5mm and a fibertape. Postoperative the patient conditions got intermittently worse. The patient complaint about having a little pain, fever and is feeling exhausted. It was further reported that the heart performance decreased to 45%. Other signs of inflammation such as swelling, redness and heat are not present according to the medical staff. The patient was diagnosed but so far no cause could be found therefore the hospital assumes that the allergic reaction was caused by the fibertape. The patient is currently treated conservatively.